Event description:
Transitioned from medications to a malem bedwetting alarm but the alarm is not working at all. He is bed wetting, but the alarm does not go off at night when he is wet. Instead, it gets hot. Solutions is to remove batteries. The alarm is hot when detecting urine. When not detecting urine, stays at room temperature. Strange behavior and unpredictable.